Event description:
It was reported that the customer experienced difficulty in charging pump, requiring the use of multiple charging cables and sometimes needing to adjust the cable to initiate charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.